Event description:
During surgery to repair hand after a trauma incident, the pt experienced a burn to the palm of hand as a result of the microscope light. The pt's adipose tissue was exposed to the light from the microscope for less than 20 mins of time. This burn was determined to be a full thickness burn.